Event description:
It was reported the customer was experiencing low blood glucose. The customer's blood glucose was around 47 mg/dl. The customer stated their low blood glucose may be caused by an increase in their basal settings. Customer declined to be transferred to the helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.